Event description:
The following was reported to gore: on (B)(6) 2012, the patient presented with an unspecified aortic aneurysm and underwent treatment utilizing a gore® excluder® aaa endoprosthesis. The procedure was completed without issue. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent reintervention for revision of the previously placed gore® excluder® aaa endoprosthesis utilizing two gore® excluder® conformable aaa endoprosthesis with active control (cxt a/c) and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx). The physician placed the two cxt a/c devices proximal and utilized the sandwich graft technique with the vbx device placed in the left renal artery. The patient tolerated the procedure. Further information has been requested.

Manufacturer narrative:
H6: code 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, component migration and endoleak. H6: component code added h6: investigation conclusion 22 added - according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, component migration and endoleak.